Event description:
It was reported that when the surgeon stepped on the foot pedal it would not fully engage the unit. The foot pedal was replaced with a second foot pedal.

Manufacturer narrative:
(B)(4). (B)(4). Footswitch does not activate. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.